Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft break occurred. The de novo target lesion was located in an unspecified non-calcified and non-tortuous vessel location. When the 16x2.50mm liberte bare metal stent delivery system (sds) was removed from inside the patient the shaft snapped. No patient complications were reported and the procedure was completed with another of the same device. The patient's current condition is listed as "stable".